Event description:
The advocate stated, the customer tested her blood glucose and received a reading of 61 mg/dl using her elite meter. She retested using another meter and received a reading of 188 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Control solution and a check strip were sent to the customer for further troubleshooting. No product will be returned at this time.